Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's previous device was an implantable pulse generator (ipg) which was recently replaced with this implantable cardioverter defibrillator (ICD). The patient presented to the clinic after experiencing a syncopal event and episode review was requested. Presenting electrogram (egm) showed variable threshold measurements and intermittent loss of capture at 5.0v on the right ventricular (rv) channel. A slow underlying rhythm was present with stable rv sensing. Increasing the rv output was recommended and the patient was referred for further assessment. The system remains in service and no adverse patient effects were reported.